Manufacturer narrative:
(B)(4). Additional concomitant medical products: vgd cruc ret tib brg 11x63/67 catalog# 183421 lot# unk; biomet cc I-beam tray 63mm catalog# 141221 lot# unk, unknown patella. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07124, 0001825034 - 2018 - 07121, 0001825034 - 2018 - 07119.

Event description:
It was reported that patient underwent a knee arthroplasty. Subsequently, it was noted patient had a urinary tract infection approximately five days post implantation and was treated with cipro. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.